Event description:
Reporter indicated that lead break was confirmed via x-ray. It was reported that a depression study pt had exited the study after 8 months due to an apparent lack of efficacy. The device was programmed to off at the time that the pt exited the depression study. Approx two years later the pt's device was programmed back to on by a non-study neurologist as the pt believed may have had an in sufficient trial of the vns therapy to treat their depression. After programming the device back to on, an x-ray was performed because the pt noticed a sudden lack of voice alteration with stimulation, indicating that the device may not be functioning properly. X-ray reviewed by treating neurologist revealed an apparent break in the lead. The pt denies any recent injury or trauma that may have damaged the ncp system, but states that they lift weights. Neurologist is considering revision surgery.